Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 325cc saline prosthesis, catalog #3501650, (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female underwent primary breast augmentation. The patient had a mentor smooth round moderate profile 375cc saline prosthesis inserted on the left side, and a mentor smooth round moderate profile 325cc saline prosthesis inserted on the right side. The left implant was filled to 420ccs and the right implant was filled to 350ccs. The patient sought a physician consultation due to left volume loss and deflation was confirmed. The physician also noted displacement of the right implant into the axillary area. As a result, the patient had bilateral prosthesis replacement performed on (B)(6) 2018. The patient had a 550cc mentor memorygel breast implant inserted into the left side, and a 475cc mentor memorygel breast implant inserted into the right side. There were no procedural complications, and the patient tolerated the procedure well. (See 1645337-2018-05717 for contralateral prosthesis report).

Manufacturer narrative:
Device evaluation summary: the device was received at mentor without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 0.2 cm within a crease on the posterior aspect and extended to the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The device history record (DHR) of lot number 5899474 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).